Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the occurrence of a message in the console viewer. The fse confirmed that there were no obstructions around the viewer and calibrated the system but the issue remained. The fse replaced the console viewer to resolve the issue. The system was tested and verified as ready for use. An RMA has been created for the replaced viewer. Isi has not received a da vinci product involved with this complaint at this time to perform failure analysis.

Event description:
It was reported that during a training/demo of the da vinci system, the console displays a message at startup. There was no report of patient involvement or reported injury.